Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer had not performed the air removal process. A new cartridge was successfully loaded resolving the issue. Additionally, an occlusion occurred and air bubbles were observed in the cartridge tubing. A cartridge change was performed resolving the issue. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer's blood glucose was 193 mg/dl.